Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2025-oct-03 from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a question mark appeared in the center, and something resembling a lantern was shown on the left. Currently, ¿por¿ and an icon similar to a telephone receiver were displayed. Although the device had been functioning smoothly for years, this situation occurred suddenly today. Operation was possible, but at the point where the stimulation intensity of 2.0 was expected to be shown, ¿por¿ and the receiver icon were displayed instead. The same result occurred regardless of how many times the process was repeated. It was explained that the device was in a condition that required reprogramming by a physician. The issue has not been resolved. Additional information was received on 2025-oct-17 from the manufacturer representative (rep). The rep reported that the cause of the por was unknown, and the most likely cause was unknown. Since recovery from por required the physician's programmer, the patient was advised to visit a facility capable of handling this procedure. The rep stated that although the issue remained unresolved, the response was concluded because the patient decided that the current situation was acceptable.